Manufacturer narrative:
(B)(4): results: (based on the info provided, no root cause can be determined), (coronary artery dissection). Conclusion: no conclusion can be drawn (based on the info provided, no root cause can be determined).

Event description:
An endeavor sprint rx drug eluting stent diameter 3.5mm length 18mm was deployed at the saphenous vein graft. Dissection occurred at ostium of the saphenous vein graft and a driver sprint bare metal stent (details unk) was deployed to treat it resulting in 0% stenosis. Investigator reports that the event was related to the procedure, but was not related to the device or drug. Pt was released from the hospital and was reported to have recovered.